Manufacturer narrative:
Suspect product(s) not returned, thus eval could not be performed. Pt called in that morning after the medical intervention and pdc discovered that pt's meter was set on mmol/l; this was before the reported medical intervention, so pdc was not yet aware of such an event having occurred. Pt was walked through to set meter on mg/dl.

Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred on (B)(6) 2010 around 12:00 am. Pt's pharmacist called asking pdc to send pt ts. Pharmacist mentioned a medical intervention the pt was involved in. Rep advised pharmacist to have pt call in to report the occurrence. Caller, pt's daughter, said the pt tested her blood glucose level w/her pdc meter at midnight and received readings of 66, 55, 60, then 15, all taken 15 mins apart. Medics were called and their meter read 83 mg/dl. Pt was given orange juice and medics left 30 mins later. Pt was not transported to the ER and didn't know if medics performed a second reading. Pdc sent replacements and requested return of suspect product.